Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported the patient had pain that was going down his left leg. The patient's stimulation was for his hip and legs and usually it helped, but it was not helping as much and when the stimulation was off, it was really bad and worse than before. The change in symptoms was noted to be sudden. There were no falls, trauma, accidents, new activities, or electromagnetic interference (emi) exposure reported regarding this event. It was noted that the patient had run it up and down, but that did not help. The patient had not changed programs, had the device checked, or been reprogrammed. The patient called his healthcare providers (hcp) office, but they had not called back. The patient thought he might need to find a new hcp. The patient's primary care physician told him he needed to have a magnetic resonance image (MRI). It was reviewed with the patient how to activate MRI mode and the patient saw the full body on the screen. The patient did not know if the MRI was related to the device and that the primary care physician required an MRI before being referred to a new pain doctor. The patient had an appointment with the primary care physician on (B)(6) 2015. No interventions or outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the consumer reported that the steps taken to resolve the pain included the patient going to the pain clinic to see if they could help since the pain was so bad.